Manufacturer narrative:
The reported unspecified malfunction was not confirmed. A complete lead was returned in one piece. Visual and electrical evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the right ventricular lead exhibited an unspecified issue. The physician elected to complete the procedure with a different lead. The patient condition was unknown. No further information was reported on this event.